Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the pump black box was reviewed and found evidence that loss of prime warnings had occurred associated with low non-zero force. During testing, the pump performed the rewind, load, and prime sequence and a 24 hour test were successfully completed with no loss of prime warnings occurring. A pump flow accuracy test was performed and confirmed that the pump was delivering within specifications. A force sensor calibration test confirmed that the force sensor was within specifications. The complaint was unable to be duplicated during testing, however an unidentified low force was recorded in the pump black box.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 24 mmol/l with moderate ketones, nausea/vomiting, increased thirst and urination, increased heart rate, and lightheadedness associated with multiple loss of prime warnings on the pump. The reporter confirmed changing the cartridge multiple times including use of a cartridge from a different box without resolving the loss of prime issue. This report is made based on the allegation that the patient experienced hyperglycemia related to multiple loss of prime warnings on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.